Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was getting ready for a case and the emitter was showing red status with current faults. They used a different cart. Troubleshooting included the manufacturer representative being able to replicate the reported issue. When they unplugged the emitter would change green. No patient was present at the time of the event.

Manufacturer narrative:
The generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Fully functional. No failure found. If information is provided in the future, a supplemental report will be issued.